Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that is has been reported to her that either the crossbraces or the side frames are bent.